Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was provided for investigation but does not reflect the alleged device. Confirmation of the allegation was undetermined. The root cause could not be determined. No injury or medical intervention was reported.